Event description:
Anesthesia [anesthesiologist] was utilizing an endobronchial blocker tube for selective lung intubation prior to heart surgery. The balloon and white tip of the [endobronchial blocker] tubing broke off during insertion. All foreign bodies were safely extracted.

Manufacturer narrative:
Manufacturer has not yet received the suspect device from the customer.